Event description:
As reported by rep: dr. Revised a gmrs total femur due to a disassociated trident constrained liner. The metal bipolar component disassociated from the poly liner" a constrained liner and femoral head were revised. Right hip. "The metal bipolar component dislocated from the poly liner, the v40 head did not dislocate from the metal bipolar component."

Manufacturer narrative:
An event regarding disassociation, involving, trident liner, was reported. The event was confirmed via device evaluation and medical review. Method & results: device evaluation and results: visual inspection: the device was returned in used condition with biological material throughout. The bipolar device was observed to be separated into its two components, uhmwpe liner and outer femoral head, confirming the reported disassociation event. Material analysis: material analysis is not performed as this is not related to material integrity. Damage consistent with explantation. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: confirmation: the event was confirmed there was a dislocation of the constrained ¿bipolar¿ ball and head by report the hip was revised. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the device was returned in used condition with biological material throughout. The bipolar device was observed to be separated into its two components, uhmwpe liner and outer femoral head, confirming the reported disassociation event. A review of the provided medical records by a clinical consultant stated the following comment: confirmation: the event was confirmed there was a dislocation of the constrained ¿bipolar¿ ball and head by report the hip was revised. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported by rep: dr. Revised a gmrs total femur due to a disassociated trident constrained liner. The metal bipolar component disassociated from the poly liner" a constrained liner and femoral head were revised. Right hip. "The metal bipolar component dislocated from the poly liner, the v40 head did not dislocate from the metal bipolar component."